Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of balloon starts inflating while on stand-by mode is not able to be confirmed. According to the field service database, no service has been performed on this pump as of 16jun2020. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was placed in stand-by for removal of intra-aortic balloon (iab), and the balloon started to inflate. As a result, the iabp was stopped and the physician resumed removal of the iab without complications or difficulty. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was placed in stand-by for removal of intra-aortic balloon (iab), and the balloon started to inflate. As a result, the iabp was stopped and the physician resumed removal of the iab without complications or difficulty. There was no report of patient complications, serious injury or death.